Event description:
Account is experiencing excessive variation for pts and controls when running calcium. The incorrect results were not used to guide therapy. The field service rep found gel on the stirring paddles and repaired the instrument by cleaning the paddles.